Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted ukr surgery, one (1) real intelligence robotic drill started to be very noisy, to heat, and to slow down the rpm until it completely stopped. The procedure was completed changing to a manual surgical technique after a non-significant delay. No injuries were reported as a result.

Manufacturer narrative:
Corrected data: d9 & h3 (device returned for analysis), h6 (component code, type of investigation, investigation findings, investigation conclusions). Updated results of investigation: the real intelligence robotic cori drill rob10013, (B)(6) used in surgery was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario was confirmed. A kpc test was performed. The bur was spinning, with a loud grinding sound. The drill started to heat up. The kpc test was stopped preemptively. The drill was disassembled for further investigation. The drill had liquid ingress and the motors were covered in a white residue. The exposure motor was tested, the diode test passed. A highpot test was performed where it was found that both motors failed due to a high current, 20ma. The motors where removed and it was noticed that the extension shaft had grind marks and that it started to disintegrate. The carriage was removed, and parts of the bearing fell out. The carriage was disassembled. It was found that the carriage was full of liquid residue. The front bearing was completely broken with the outer part of the bearing stuck inside the carriage. The part of the bearing could not be removed from the carriage. The slip shaft was heavily worn. Known to work motors were used and the highpot test passed. The slip shaft and bearings were replaced, and the drill was reassembled. A kpc test was performed. All test passed. A test case was completed without any failures occurring. The most likely cause for the reported scenario is slip shaft wear, broken bearing and contamination of the motors that caused a high current flow to the surface. The liquid ingress observed may have contributed all those issues. As no other defects were observed during disassembly of the drill, such as in the seals and gaskets, the liquid ingress may have been a result of improper handling during cleaning and sterilization activities. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.